Event description:
It was reported that the ilet user skipped the fill tubing step during a supply change and was unsure whether the pump could be rewound with a new cartridge installed; the caregiver was advised that a rewind could be performed, after which priming drops were observed and use proceeded normally. There were no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included troubleshooting and user education regarding correct cartridge and infusion set change steps. Investigation of this case revealed user error related to supply change sequencing, with no device malfunction and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.